Event description:
Boston scientific received information that this patient was having a procedure to upgrade his dual-chamber pacemaker to a cardiac resynchronization defibrillator (crt-d). During this elective upgrade procedure, while implanting this right ventricular (rv) lead, complete loss of capture was observed. Repositioning of the lead was performed and a perforation occurred. At this time, the patient became agitated, unresponsive and no pulse could be palpated. Cardiopulmonary resuscitation (CPR) was performed for approximately two minutes. A pericardial effusion was noted and drained. This newly repositioned rv lead was then successfully re-attached to the newly implanted device and the pocket was closed. A repeat echocardiogram showed no re-accumulation of pericardial fluid. The patient was transported to the intensive care unit (ICU) on a ventilator and a pericardial drain in place. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product issue will be updated if additional information is received.